Manufacturer narrative:
Follow-up # 1: the lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch ultramini enhanced meter displayed inaccurately low results compared to her feelings/normal readings. The complaint was classified based on additional information obtained by the customer service representative (csr) during a follow-up call with the patient. The patient claimed that the meter started reading inaccurately about 2 weeks prior to contacting lfs when she obtained an alleged inaccurately low blood glucose result of 16.2 mmol/l. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. During the follow-up call, the patient stated that she tests her blood glucose 4-8 times a day; with each meal and prior to bedtime. The patient stated that her usual blood glucose range is between 5.0-8.0 mmol/l and that she does not always feel symptomatic when her blood glucose levels are running high. During the follow-up call, the patient informed the csr she manages her diabetes with novorapid insulin via the insulin pump and that she administers a bolus dose with each meal and prior to bedtime; the patient claimed the dosage varies based on blood glucose results and carbohydrate count. During the follow-up call, the patient claimed she took an increased amount of insulin based on the alleged inaccurate result and developed symptoms of dizzy [and] rapid heart rate approximately 10 minutes later; symptoms she associated with high blood glucose levels. She reported that she was taken to the emergency room (ER) 20 minutes after the symptoms developed when a laboratory blood glucose result of 22.5 mmol/l was obtained. She reported that her symptoms were treated with insulin however, the patient was unable to specify the type and dose of insulin she received. During the follow-up call, the patient attributed the onset of the symptoms to the incorrect amount of insulin taken, based on the alleged inaccurate low result obtained on the subject meter. During troubleshooting, the csr confirmed that the subject meter was set to the correct unit of measure and the patient had used an approved sample site to obtain the blood samples. The csr also confirmed that the patient's test strips had been stored correctly and were within expiry date. The csr walked the patient through a control solution test and the result fell outside the range expected. Replacement products were sent to the patient. In conclusion, this complaint is being reported because the patient claimed she obtained an inaccurately low result on the subject meter and reportedly received treatment from an hcp for signs and symptoms of severe hyperglycemia, after the start of the alleged meter issue.